Event description:
It was reported that intermittent occlusion alarms occurred. The customer changed pump supplies to address the issue and resumed insulin delivery. The customer's blood glucose (bg) level was 384 mg/dl. The customer also reported a blood glucose of "high" a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. A systems check was performed with tandem technical support and no issues were identified.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.